Event description:
Dexcom g7 sensor/transmitters from lot#: 1824075001, s/n: (B)(6), failed to correctly pair with dexcom receiver. Dexcom g7 sensor/transmitter from a different lot# number paired correctly. Ref: stpat-013, lot: 1824075001, mfg: 2024-03-01, usb: 2025-08-31. Additional package information: (01) (B)(4); (11) (B)(4); (17) (B)(4); (10) 1824075001; (21) (B)(6); (24) stp-at-013; (30) (B)(4); rev 5.